Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during an arthroscopy procedure of the left knee, the unit broke. It was further reported that metallic fragments came off the unit.